Manufacturer narrative:
As noted in a literature publication by gotra et al., predicting inferior vena cava (ivc) filter retrievability using positional parameters: a comparative study of various filter types; diagn interv imaging. 2018 aug 10. Pii: s2211-5684 (18) 30092-5. Doi: 10.1016/j.diii.2018.04.003; reports six (6) cases of unsuccessful retrieval attempts of the optease filter. The products were not returned for analysis. Additionally, as the sterile lot numbers are not available, device history record reviews could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are optease filter but the catalog and lot numbers are not available. (B)(4).

Event description:
As noted in a literature publication by by gotra et al., predicting inferior vena cava (ivc) filter retrievability using positional parameters: a comparative study of various filter types; diagn interv imaging. 2018 aug 10. Pii: s2211-5684 (18) 30092-5. Doi: 10.1016/j.diii.2018.04.003; reports six (6) cases of unsuccessful retrieval attempts of the optease filter.